Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced sensor failure during sensor startup period. Patient stated that the wire was still in applicator and it didn't feel quite right.